Event description:
Boston scientific received information that the patient with this chronic right ventricular (rv) lead presented to the emergency room after experiencing syncope. The health care professional (hcp) reported that pauses of up to five seconds of asystole had been noted. Boston scientific technical services (ts) discussed that the lead had to have been oversensing something in order for pauses like the ones that were reported to have occurred. Ts discussed trouble-shooting options with the hcp. No additional adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information from the local boston scientific field representative indicated that the health care professional (hcp) reported that the patient was last seen for a device check in (B)(6) 2013. The threshold for the patient's competitive, right atrial (ra) lead was .8v at .4ms. There were episodes of noise on the electrogram (egm), and the impedance had been slowly decreasing to around 200 ohms. The ra lead was planned to be revised when the patient underwent a device change out procedure. There were no additional adverse patient effects. The device remains in service. Of note, there were no issues identified or reported with the rv lead as previously indicated.